Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer explained that on (B)(6) 2020 blood glucose value when changing the set was about 130 mg/dl and then it went up to 300mg/dl. The next morning blood glucose level went to 400, 476, and 576 mg/dl. The customer treated with the insulin pump and manual injection. During troubleshooting, the customer confirmed using insulin pump system within 48 hours of reported event and auto mode feature was on. Customer reported that they had not contacted their health care professional. Customer did not allege that the insulin pump was under delivering. The insulin pump passed the self test and displacement test. The device will not be returned for analysis.